Event description:
During surgery prior to placing the ear implant, the surgeon noticed that the post was out of the prosthesis head and the implant did not reach the pt¿s ear. Implant replaced with a new one.